Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. It was reported that the pt had poor health, a history of severe coronary artery disease and the pt would not survive open surgical repair. It was reported that the pt had significant stenosis in the proximal right common iliac artery, which was dilated with a 10mm angioplasty balloon. There were two to three areas of stenosis in the left iliac artery involving the common and external iliac artery, which was dilated with 8mm angioplasty balloons. The internal iliac artery on the left was noted to be chronically occluded. The aneurx bifurcated stent graft was then advanced up the right side. It would not pass beyond the common iliac at the site of the previous angioplasty. The stent graft was removed and a 22fr sheath was placed up the right side with minimal difficulty. The stent graft was then advanced and deployed successfully. An iliac leg graft was deployed on the left side at the upper gate position in the left common iliac artery. An angiogram performed revealed the presence of a leak and significant irregularity of the external iliac artery at the site of the previous angioplasty. Another iliac limb graft was deployed extending down the left limb into the external iliac artery. The left limb was then dilated gently with a 14mm balloon. An angiogram was performed and revealed no evidence of an endoleak. The right iliac landing zone was then dilated with a 14mm angioplasty balloon obtaining a good result with no evidence of a leak on angiogram. Another angiogram performed demonstrated a small proximal endoleak. This leak was treated by inflation of a 25mm angioplasty balloon with gentle low pressure. A repeat angiogram revealed the proximal endoleak to be absent. An angiogram of both renal arteries was performed. The left renal artery did not visualize well, and it was felt possibly due to the position of the pigtail catheter. The right renal artery revealed good flow into the vessel without evidence of abnormality. The pt tolerated the procedure well and left the operating room in good condition. It was reported that the pt had a very low ejection fraction. The pt postoperatively developed an mi, renal failure and expired. It was reported that the patient's death was not related to the aneurx device. The date of the patient's death is unknown. Despite repeated attempts, there is no further info available regarding this event.